Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. Upon investigation it was found that the right ventricular (rv) lead had dislodged and perforated the right ventricular apex. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.